Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: additional information. D4: lot number; d8. H3, h4, h6: a device history record (DHR) review was conducted: device history record (DHR) review for part# 03.010.475. Lot# 9862238. Manufacturing location: bettlach. Released to warehouse date: 19may2016. No non-conformance reports (ncrs) were generated during production. Material 1.4542 was used which was according to specifications. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was returned lodged in the insertion handle and is unable to be disassembled. No new issues were identified. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional analysis was not able to be performed as the relevant broken portions were not accessible. Furthermore, no purchase for measurement is noted at the broken site. However, the observed damage was noted to be a significant post manufacture damage condition. Document specification: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: the material of the tip s 1.4542 was used which was according to specifications. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause could not be determined based on the provided information. However, technique guides for suprapatellar insertion instruments including the driving cap (03.010.475) which are part of the tibial nail system (technique guide) states that if needed, light controlled hammer blows can be used to seat nails. Therefore, it is most likely that during impaction the threaded portion of the driving cap was exposed to unintended off-axis forces, which could have made to its distal threaded tip breakage and contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that aiming arm for supratellar and protection sleeve with flats for supratellar are bent.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Additional data-d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during orthopedic procedure, the driving cap broke inside the insertion handle for suprapatellar which caused the doctor to have to strike the handle which caused the screw to miss the nail but was able to free hand lock the hole without any further incidents. The aiming arm for supratellar and protection sleeve were also damaged. There were no fragments generated from broken device. The procedure was successfully completed with no surgical delay. Patient status is unknown. This complaint involves six (6) devices. This report is for one (1) driving cap. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3-event occurred on an unknown date in 2019. Additional data-b5, d11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown- nail: trauma (part # unknown, lot # unknown, quantity unknown).